Event description:
Patient had worsening pvr (pulmonary vascular resistance), brought in for pulmonary valve replacement. 23mm sapien was successfully deployed in intended position. After deployment, it became clear that the valve was not functioning properly, the valve leaflets appeared dysfunctional. This did not improve after attempts to dilate the valve to closer to nominal diameter. Rvp (renal venous pressure) remained elevated. After discussion with the edwards reps and cardiology, decision was made to end the procedure, allow the patient to recover, discuss surgery opt. Valve malfunction. No harm to patient, however open-heart surgery date was moved up. Valve collected and held by risk management. Edwards sapien 23mm valve. Model #: 9600cm23a. Temporary harm, intervention required.